Manufacturer narrative:
Zoll medical corporation evaluated the device and associated electrodes for the reported malfunction. The malfunction was observed and attributed to a faulty insulated displacement connector (idc) on the electrodes. The device was recertified and returned to the customer. The event electrodes were scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.